Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc), for evaluation. The device is currently being evaluated. Omsc was also informed that the device could not supply air or water. The air supply and water supply buttons were replaced, but the phenomenon was not resolved. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer found that the nozzle of the device was clogged with foreign materials. Reportedly, the foreign material exited from the nozzle of the device. The device had been reprocessed by an olympus automated endoscope reprocessor model oer-4. Then, olympus representative inspected the device and found that the foreign matter stuck in the nozzle was black and rubbery. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and the reported phenomenon was duplicated. Furthermore, as a result of component analysis of the foreign material, it was silicone rubber. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation result there was the possibility that the reported phenomenon was attributed to the following occurrence mechanism. - debris clogged the nozzle due to damage to the cleaning tube, packing of the air/water valve or the water container.